Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed the device's defibrillation energy level was not as expected when attempted. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker product analysis center (pac) further evaluated the customer's device and was unable to duplicate the reported issue. A conclusive cause could not be determined. Device archived by stryker maastricht.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed the device's defibrillation energy level was not as expected when attempted. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and observed that the device's defibrillation energy level was lower than expected. The customer will be provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.